Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead measuring 22.0 cm returned for analysis. External insulation abrasion was found from 18.1 cm to 19.0 cm from the connector pin, consistent with friction to the device can. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.